Event description:
It was reported that the patient underwent an arthroscopic procedure approximately 7 months post implantation due to an mir showing there was excess bone on the femur and a fracture. The patient was revised 4 months later where the bearing was revised to a smaller size. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00280.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. . H6: proposed component code: mechanical g04 - femur no product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.